Event description:
It was reported that balloon rupture occurred. A 2.00mm x 12mm emerge¿ balloon catheter was advanced to predilate the lesion. During the third dilatation, it was noted that the balloon did not inflate. The physician suspected that balloon rupture occurred. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. A 2.00mm x 12mm emerge¿ balloon catheter was advanced to predilate the lesion. During the third dilatation, it was noted that the balloon did not inflate. The physician suspected that balloon rupture occurred. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of emerge balloon catheter with no other devices. There was contrast in the inflation lumen. Magnified inspection did not reveal any damage or irregularities. Microscopic examination presented no irregularities that could have contributed to the damage. No proximal weld damage was found. The device was inflated to the rated burst pressure (rbp) for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. Inspection of the remainder of the device presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).